Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the tip was broken off; this poses the risk of a small component being lost in the surgical site. As this event occurred during service evaluation at the manufacturer facility, there was no medical intervention, adverse consequences, patient involvement and/or delay to a surgical procedure were reported with this event.

Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the tip was broken off; this poses the risk of a small component being lost in the surgical site. As this event occurred during service evaluation at the manufacturer facility, there was no medical intervention, adverse consequences, patient involvement and/or delay to a surgical procedure were reported with this event.